Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was air bubble into the reservoir and had blank display. Customer reported that they changed out the infusion set and found insulin on it and insulin pump screen turned off. Customer reported damaged to the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. No air bubbles noted during testing using a water fill test reservoir. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. Device received with minor scratches on lcd window. The p-cap does lock properly. (B)(4).